Event description:
Customer's meter was reading inaccurately low. Pt explained that their family had been testing with the meter because they had been experiencing stomach pains. No blood glucose results were provided. The ccr noted that the meter was giving results in the mmol/l unit of measurement; however, the meter settings indicated that it was set to mg/dl. The ccr walked customer through meter settings and the meter still gave mmol/l results. Customer also explained that their family had been dropping into comas due to low and high blood glucose levels. Due to insufficient info, it is unclear if the meter caused pt to be in a coma. The ccr also noted that the test strips had been opened for more than 4 months, expired or stored improperly, which may have caused the inaccurately low results. Ccr replaced the meter due to unresolved issues. Mailed letter to customer after two unsuccessful attempts at reaching customer.